Manufacturer narrative:
Manufacturing investigation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: although a temporal relationship between the patient's cloudy effluent, severe abdominal pain, diagnosis with rare morganella morganii and moderate citrobacter freundii peritonitis and subsequent frequent hospitalizations for continued peritonitis treatment, subsequent diagnosis of a bowel abscess, further change in antibiotic therapy, subsequent hospitalization for surgical incision drainage of abscess and insertion of wound drain and pd catheter removal and the fresenius products/liberty cycler exists. The physician of record/per the nephrologist, this peritonitis was not due to lack of aseptic technique or contamination but the peritonitis event was secondary to the bowel abscess of which the etiology is presently unknown. The patient is currently on in- center hemodialysis therapy. The last hospitalization discharge date is unknown and patient disposition is unknown.

Event description:
The peritoneal dialysis (pd) nurse reported that the patient was experiencing constipation, abdominal pain, and cloudy effluent. On (B)(6) 2017, the first peritonitis culture was performed; the gram stain identified many polymorphonuclear (pmn) cells. Additionally, the pd fluid culture revealed the presence of two (2) organisms: rare morganella morganii and moderate citrobacter freundii. The patient hospitalized for a bowel abscess and the known peritonitis on (B)(6) 2017. The patient was discharged from the hospital on (B)(6) 2017. The patient was subsequently readmitted back to the medical center and hospitalized from (B)(6) 2017 through (B)(6) 2017. The course of hospitalization was unknown and any medical intervention was not provided. On (B)(6) 2017, the patient was a direct transfer to cleveland clinic for surgical intervention, incision and drainage of a bowel abscess. Additionally, the patient had the pd catheter (not a fresenius product) removed and a wound drain inserted for the continual drainage of the abscess contents. Furthermore, the pd therapy was discontinued and the patient was placed on unknown oral antibiotics for a total duration of 8 weeks. Concomitantly, the patient transitioned to in center hemodialysis for renal replacement therapy. The discharge date and patient final disposition is unknown. Follow-up was received by the pd rn who revealed that the patient is very compliant and currently doing well.